Manufacturer narrative:
Device received but could not be tested for reported complaint. The entire quad tube set was cut off of device by customer and functional testing was not performed. The complaint could not be verified. This observation will be monitored and trended.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure the device passed set up testing but would not lavage the biopsy site which resulted in a hematoma in the patient breast. No medical intervention was required for the hematoma. The biopsy was successfully completed with this device.